Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, customer cleaned the speaker holes and cleared the alarm. Customer's blood glucose ranged from 99-100 mg/dl.

Manufacturer narrative:
Device not returned.